Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. After two days of implant, a computed tomography scan demonstrated that three of the filter legs to be penetrating the inferior vena cava and thought to be in the lumbar vein, with one strut abutting the aorta. Approximately three months post implant, the filter was tilted. The patient experienced abdominal and back pain. Approximately four months post filter implantation, the filter was removed successfully. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted in the infra renal inferior vena cava. After, two days of post deployment, a computed tomography of chest, abdomen and pelvis was performed which showed infra renal inferior vena cava filter was noted. There are three legs penetrating the left sidewall of the inferior vena cava to position between the spine and the aorta and one abutting the aorta. Around, three months and one week later, a computed tomography angiogram of aorta was performed which showed inferior vena cava filter was again noted with 2-3 posterior legs again noted, likely in the lumbar vein. This itself would not preclude inferior vena cava filter removal. Around, one month later, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a amplatz wire was advanced centrally into the inferior vena cava. A sheath was placed through which an inferior vena cavogram was performed. Scout images demonstrated an eclipse filter with hook tilted to the patient¿s right. There are no identified fractures. Inferior vena cavogram demonstrated brisk flow through the inferior vena cava. There was multifocal leg penetration was noted. Initially attempted to capture the hook using a trilobed snare but the tip was embedded. A rigid forceps was inserted and performed careful blunt dissection to free the embedded filter hook. Then engaged the hook and successfully sheathed the inferior vena cava filter. The entire filter was completely removed. Completion vena cavogram demonstrates brisk flow through the inferior vena cava. Therefore, the investigation is confirmed for filter tilt, and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: (B)(6) 2015).